Event description:
It was reported through a second party that the proximal, where heartstring was used, went down on a patient after a bypass procedure. The patient had mi soon after surgery (while recovering in intensive care) and was re-intubated and was treated. The patient still has a little mr. The surgeon believes that the event could be related to (but not sure) the cutter and did not provide any information on the quality of the hole made by the cutter.